Manufacturer narrative:
Conclusion and justification status: complaint details: tka for oa took place on (B)(6) by using attune. When the surgeon inserted a pin (869117 steinmn pin) into the distal angled hole of the device to fix it, the pin was shaved like a thread. Although the surgeon used another pin, the same thing happened. The surgery was completed a minute delay. There was no harm to the patient. On visual inspection a thread like abrasion was observed to be present along the shaft of the steinman pin component. Subsequent inspection of the divergent fixation hole of the cutting block identified the presence of a small burr on the posterior periphery. This material burr would likely create the thread like abrasion to the pin component when driven under power into the divergent fixation hole. As the cutting block was manufactured on the 26th april 2013, the burr is likely an artefact of the products general wear and tear incurred over use in multiple surgical procedures. As a consequence, the root cause for the burring would not be identifiable at this time, although, it would not be believed to be associated with design. After reviewing the available data associated with this complaint, the design of the device is considered suitable for its intended purpose. No design defect has been identified. Post market surveillance is per (B)(4). The products will be retained for future reference unless specifically requested back by the complainant. The complaint shall be closed with an unjustified conclusion and monitored through trend analysis and post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the surgeon inserted a pin into the distal angled hole of the device to fix it, the pin was shaved like a thread.